Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was 477 mg/dl. The patient treated with a bolus. No troubleshooting occurred for the high blood glucose. There was no mention of symptoms either. The insulin pump was not returned or replaced.